Manufacturer narrative:
H11-manufacturer narrative: elevated iop, lens rotation, and secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault with lens rotation and elevated iop. Treatment was performed. Lens was explanted. Replacement lens of a longer length was implanted and problem resolved.